Event description:
The operating surgeon tried to slide the t2 recon nail into the patient´s intramedullay canal, after he had reamed it when the target device suddenly broke.

Event description:
The operating surgeon tried to slide the t2 recon nail into the patient´s intramedullary canal, after he had reamed it when the target device suddenly broke.

Manufacturer narrative:
Evaluation summary: evaluation revealed the target device returned as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. As the device had been in use for approx. 3 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The returned target device could have been pre-damaged in former surgeries and then broke finally in the last surgery. Although a real root cause could not be determined the alleged event is most likely caused due applying too much force in axial direction causing the pre-damage and finally the breakage.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.